Event description:
Over the past several weeks, there have been multiple instances in which v500 ventilators alarmed for low battery approximately 20 minutes into patient transport, despite indicating a full charge prior to departure. These batteries are expected to provide up to 400 minutes of operation on a full charge. The batteries are scheduled to be replaced every 2 years. The ps-500 batteries are only 6 months old since being installed and not holding up the battery life in them.